Manufacturer narrative:
The instrument evaluation revealed no abnormalities that would have caused or contributed to the difficulty reported. The instrument loaded and fired properly.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the instrument was difficult to open. The hosp has reported no pt injury occurred.